Manufacturer narrative:
Received one device, during the visual inspection it was found the dso seal was degraded, the complaint was not confirmed due to the dso works correctly, the dso seal was replaced with a new one dso seal. The performance verification test was performed visual inspection passed.

Event description:
It was reported that there. Device has a bubbled dso. It was found the dso seal was degrade. There was no patient involvement.